Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient thought that the implant was "weak" because the patient was not feeling any tingling "down below." According to the patient their bowels were okay and they did not know if it was because of the medication that they were given in the hospital that cleared it up or not. The patient then indicated that their bladder was not okay because the patient was urinating and was wearing diapers. The patient indicated that if they are on their feet "it dribbles down" and if the patient goes to bed at night the same thing happens. However, it was also noted that the patient does get up to go to the bathroom, but it is not because they feel like they have to urinate. Every so often the patient gets up and goes to the bathroom. At night the patient indicated that they fill up their diaper; the patient reported that their urine is clear with no particles and no burning sensation. When the patient would do something and not lifting more than 5 pounds they would urinate all the time and the issue has been going on for 2 months and it was getting worse. When asked if the patient had tried increasing stimulation the caller indicated that the patient did not have anyone to help them reach the implant and the patient did not want to attempt to connect with the patient programmer (pp) during the call. The patient then indicated that they were hospitalized for a month (sent in on (B)(6)) for issues with diarrhea "spasmetic" colon, reaction to medicine, seizures, and other tests, but all were confirmed to be unrelated to the device or therapy. The patient did wonder if the "bouncing around in the ambulance" could have "damaged something back there." The caller then indicated that the patient's daughter had previously adjusted stimulation from 0.9 to 1.3 and then again from 1.3 to 1.6 and then back to 1.3 where the patient said that it was good because they could feel the pulsation. The patient was advised to follow-up with their healthcare provider (hcp) to have the implant checked. The patient indicated that they first made adjustments because the ins was not working. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.